Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Analysis was unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 307mg/dl at the time of the incident. The customer stated that the drive support cap appeared flushed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump's alarm history was reviewed and a motor position encoder error was found. The customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.